Event description:
The pt was admitted for a procedure in 2007 with a 75%, de novo lesion in the mid right coronary artery. The main indication for intervention was chest pain. A guidewire crossed the lesion and a 3.5 x 33mm cypher stent was implanted at 18 atm. The stent was post-dilated several times at various atmospheres. No complications were noted during the procedure. Approx a yr and four months post index procedure, the pt was admitted to the hosp with chest pain. The physician noted that the stent had been initially implanted, had a fracture and there was 60% restenosis and "vessel displacement" observed. The area was treated with a 3.5mm vision stent.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.